Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. The reporter stated that the patient stopped feeling stimulation three days ago. It was noted that there were no falls or trauma. Stimulation was turned on, and the device was fully charged. It was reported that the patient tried changing to all four programs and increasing settings, and still felt nothing. No error messages were seen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d25456, implanted: (B)(6) 2012. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).